Manufacturer narrative:
During the requested site visit, the field service representative (fsr) inspected the instrument and determined serum residue around the dispensing point above the reaction vessel. The fsr cleaned the reaction vessel, and replaced the architect, probe (list number 08c94-47), which resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. A review of the architect i1sr, serial number (B)(6) service history revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of the architect c4000 systems found no systemic issues or trends for the issue associated with this ticket. The architect system operations manual provide adequate information regarding the troubleshooting of erratic / discrepant results and the removal, replacement and verification of list number 08c94-47 architect probe. Based on the investigation no product deficiency was identified for either the architect analyzer, serial number (B)(6), or the architect probe, list number 08c94-47.

Manufacturer narrative:
(B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I result on one patient three different specimens on different time. The results provided were: on (B)(6) 2020. Sid (B)(6) stratus troponin result= <0.03 ug/l /architect troponin-I result=442 ng/l /repeated=8.4 ng/l. Sid: (B)(6) stratus troponin result= <0.03 ug/l/ architect troponin-I result= 272 ng/l /repeated= 10.2 ng/l. Sid (B)(6) architect troponin-I result=12 ng/l /repeated= 11 ng/l. Laboratory reference range for women= <16 ng/l, for men= <35 ng/l and children 3 month to 21 year= 21 ng/l. There was no reported impact to patient management.